Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. The test strips were also returned and tested. No faults were found with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultralink meter does not power on. The patient mentioned that the allege disuse began on (B)(6) 2011 at around 10:00pm. Due to the alleged issue, the patient did not take any action after the meter did not power on. Around 10:30pm the patient developed symptoms of feeling dizzy. The patient then tested on another meter and obtained a result of 55 mg/dl and self-treated with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. This is not the first time the product was being used. The patient denied any misuse of the product. The batteries did not need to be replaced and the alleged issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury. The patient self-treated according to the other meter result. The complaint is being reported since the alleged issue with the meter was not resolved.